Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14484. It was reported that an asymptomatic patient presented to a follow-up in-clinic with their left ventricular and atrial leads exhibiting high capture threshold. It was also noted that the atrial lead exhibited low sensing threshold. The two leads were addressed on (B)(6) 2020. The left ventricular lead was repositioned. The atrial lead was capped and replaced. Patient was stable after the procedure